Event description:
According to the event description: "on (B)(6) 2025 (B)(6) started therapy for magnesium suplate @ rate 55ml/hr with vtbi 55ml. Infusion was started at 2130hrs and was expected to finish at 2230hrs. At 2200hrs (B)(6) found that the bag was empty before pump alarm."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. On the 17th of may 2025 a new therapy was configurated on the pump (the pump has been used for several other therapies before). A vtbi of 55ml and a flow rate of 55ml/h were set at 09:37pm. The therapy was started at 09:38pm. At 10:13pm the therapy was stopped and a new vtbi of 55ml were set by user. Due to this time 32.26ml were infused. After this the infusomat was used for further infusion therapies. No technical malfunction was found according to the history files. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.